Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected with 1.0 ml of juvéderm® volbella¿ with lidocaine. The hcp stated that the filler did not integrate with the skin tissue as well as it usually does and attributed it to the patients tissue quality. The hcp massaged the patient¿s lips after the treatment. The patient returned 2 to 3 weeks post injection and presented with "lumps and bumps in the lips." The filler was dissolved.